Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, pv00 sid (B)(6) implanted (B)(6) 2000 explanted (B)(6) 2020. Valve explant due to pulmonary valve endocarditis.

Manufacturer narrative:
According to the implant summary card for sgpv00 sid (B)(6) returned from the user facility, previously implanted cryolife tissue was explanted. No other information regarding the explanted tissue was provided. Pv00 sid (B)(6) was identified in the tissue database for this patient, implanted (B)(6) 2000. It is confirmed to be the valve explanted (B)(6) 2020. Valve explant due to pulmonary valve endocarditis. This investigation is relegated pv00 sid 6824058. Multiple attempts at additional information have gone unmet. The explanted valve was not returned to cryolife for evaluation. A review of the processing records was performed, and it was confirmed that all records were controlled, available for review, and met all specifications. The certificate of assurance was reviewed. All attributes including the graft measurements identified during inspection were documented appropriately on the certificate of assurance. No attributes identified would have caused rejection of the graft. No findings were identified that could have contributed to the reported event. No further action is needed. A review of the available information was performed. The pulmonary homograft was explanted after 20 years due to a reported endocarditis on (B)(6) 2020 and replaced with a new synergraft pulmonary homograft. Limited information is available regarding the details of the event, including patient demographics, implant and explant operative procedure notes, pertinent patient co-morbidities, past medical and surgical history, information and indication for incident operation on (B)(6) 2000, potential pertinent risk factors for endocarditis, if other heart valves were affected by the endocarditis, etc. In addition, the explanted tissue was not returned to cryolife for examination, and no microbiology or pathology reports are available at this time as no additional information is forthcoming. This reported endocarditis is in a now 29-year-old patient. Though the full medical history is unknown the original homograft was implanted at 9 years of age, which could indicate this patient most likely has a history of congenital heart disease. Risk factors for infective endocarditis in children have been reported in the literature, with congenital heart disease being the most commonly reported (russell 2013, rushani 2013, baltimore 2015). Postoperative ie is a long-term risk after correction of complex congenital heart disease, especially in those with residual defects or in cases in which a surgical shunt is constructed or other prosthetic material is left in place (baltimore 2015). The reported explant of the pv00 was due to endocarditis. The root cause of the endocarditis is unknown. The report of endocarditis over 20 years after implant makes an allograft/donor derived infection unlikely. Endocarditis has been reported with the use of cardiac allografts and is included as a potential adverse event in the cryovalve® pulmonary valve instructions for use. No further action required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.